Manufacturer narrative:
(B)(6). The actual device was not available; however, three photographs of the sample were provided for evaluation. Visual inspection of two of the provided photos showed an internal blood leakage. There was no blood on the outer side of the product; blood in the dialysate side of the product was visible. The reported condition was verified for two of the four dialyzers. Visual inspection of the other provided picture did not identify any abnormalities as only the label of the dialyzer was visible. The reported condition was not verified for two of the four dialyzers. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the actual devices were not returned, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with four units of polyflux 14l dialyzers, external blood leaks were observed between the cap and cartridge. There was no patient injury or medical intervention associated with this event. No additional information is available.